Event description:
During a myomectomy, a wire snapped intraoperatively on the robotic mega suture cut needle driver. No pieces observed to release into abdomen. No pt harm. Three 'lives' remaining on device.